Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder there was a failure of product to contain blood or medication (i.e. Crack, hole in tube,cut, etc). This occurred on 15 occasions during use. The following information was provided by the initial reporter: verbatim: ¿the tubing of the wingsets are cut in the packaging.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported before use the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder there was a failure of product to contain blood or medication (i.e. Crack, hole in tube,cut, etc). This occurred on 15 occasions during use. The following information was provided by the initial reporter: verbatim: ¿the tubing of the wingsets are cut in the packaging.